Event description:
During a stone retrieval procedure, the surlok flatwire stone basket broke off into the pt. The basket was retrieved by the surgeon with no pt harm. The procedure was completed with no further incidents. There was no prolonged hospitalization.

Manufacturer narrative:
The complaint was confirmed. The device was returned with the basket detached; the basket was not returned with the device. Approx 1/2" of the plastic sheath was removed to expose the distal end of the wire sheath. There appears to be a clean detachment of the basket; little solder can be seen on the inside of the basket collar. It was also noted that the collar does not have a crimp in the center of it as designated on the drawing. A review of the DHR was performed. The wire basket sheath will be cleaned and disinfected and returned to the MFR for further investigation as to the root cause for the basket detachment.